Manufacturer narrative:
Pride is not a party in the suit. No further information received.

Event description:
It is alleged that at some point during a car ride from the hospital back home, her scooter she was sitting on tipped over and fell with her in it causing her injury.

Manufacturer narrative:
The exact "date of death" was not provided. The "model #", "serial #" and "device manufacture date" have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleged that at some point during a car ride from the hospital back home, her scooter she was sitting on tipped over and fell with her in it causing her injury.